Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer had administrated a manual correction injection to address bg. Customer was also provided with fluids by the paramedics. Troubleshooting with tandem technical support indicated that pump settings were functioning correctly. Customer continued to use pump for insulin therapy.